Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a battery change while in use following a procedure the external pulse generator's (epg) power supply fell and the generator did not pace. The epg was replaced. No patient complications were reported as a result of this event.